Manufacturer narrative:
Software log files from date of event were analyzed by engineering, but the root cause of the behavior could not be determined.

Manufacturer narrative:
Software investigation not completed at time of this report.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, synergy cranial 2.2.6 software unexpected exited when moving to the medtronic application screen. The system was unresponsive, however, a re-boot returned the system to proper function. The surgeon completed the procedure with no impact on patient outcome.